Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 7th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the headlight detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the headlight detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information provided by the service technician, the customer's sales partner, mtl hochdorf, was called in for the repair and replaced the spring arm, resulting in the restoration of the light's function. It was established that when the event occurred, the surgical light did not meet its specification as the headlight detached from the device and it could be treated as a technical deficiency and it contributed to the event. The device was not being used for patient treatment when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. A root cause analysis was performed by subject matter experts at manufacturing site. Unfortunately, the spring arm involved has been scrapped and the expertise cannot be carried out. Maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 catalog# deems required. This is based on the internal evaluation. Previous d4 catalog # number: ardpwd259008a corrected d4 catalog # number: ard568370902.

Event description:
Manufacturer's reference number ot (B)(4).